Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Agent received call from patient rep in regards to the same issue previously reported. Caller wanted to know if a manufacturing rep could assist with reprogramming. The caller stated that for the last six months the patients symptoms have been getting worse and they feel like the patient is lobotomized. Caller also mentioned that the patient has been experiencing mania which they stated is from the leads being implanted to low. Caller stated that they have been working with the hcp on adjustments but they still have not been able to find the programming to help the patient. Caller stated that things have been spiraling out of control and wanted to meet with a rep for further assistance. They don't have a good program, and the doctor isn't capable of programming. The caller doesn't want to wait until after christmas and the new year. They switched the contact on monday, but they didn't change the program. They just moved the same program to a different contact which she said is ridiculous that is not how it works.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after activation of the deep brain stimulation implantable pulse generator (ipg) in (B)(6), the patient experienced complications: signs of mania and becoming delusional. The healthcare provider advised to temporarily turn off the therapy. Patient representative requested assistance on how to turn off the therapy; the patient was not with them at the time of the call. The agent reviewed instructions.